Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by nausea, vomiting, abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event and was treated with intraperitoneal ceftriaxone (1g daily, discontinued 14 days after event onset). The patient was discharged 16 days after hospital admission. The patient has recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.